Event description:
It was reported that the patient presented with atrial lead dislodgement. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.